Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Infusion set and cartridge changes were performed and the occlusion alarms continued. The customer experienced blood glucose (bg) levels of 460 mg/dl and moderate levels of ketones. A correction bolus via the pump was delivered to address the bg levels. A system check was performed using the current supplies and two air gaps were observed in the infusion set tubing prevent insulin from dripping out of the infusion tubing during the load fill tubing sequence. Insulin was observed exiting the cartridge tubing during the load fill tubing sequence. An infusion tubing change was performed and insulin deliveries were successfully resumed. During a follow-up, it was confirmed the customer's bg level had decreased to 260 mg/dl and the customer tested negative for ketones.